Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Patient stated they haven't used the device in about 10 years because they got better so they didn't need to use the device anymore. Patient said they stopped using the device about ten years ago because it helped them but it also was bothering them. Patient stated when they got to a certain point the frequency it was causing them to void on themselves and it was causes their bladder to go into spasm so they were urinating on themselves. Patient then said they started working out again and lost weight and, they stopped having back pain and got physically fit again so they did not need the device again. Patient mentioned they started having some issues with their left leg and had an MRI done and now they were told that they have 4 additional herniated discs. Patient was told to start with the stimulator to see if that would help. Agent directed to hcp. Pt mentioned last time had issues a manufacturer representative (rep) met them, pt states they will just call this rep for help. Pt states they always had issues to connect to charge and the facility also had issues and just had to play around with it. Pt states that would take sometimes 2-3 hours and never was sent equipment in the past. Pt states they just got sick of it and got healthy and decided to stop using the device. Pt states because of where location was the urination issue could start.